Manufacturer narrative:
Stn # bn 880217terumo bct, inc. (Importer) is submitting this report on behalf of fujinomiya factory ofterumocorp., (manufacturer). Exemption number: e2015056.investigation: a set of blood bag with leukoreduction filter was returned for evaluation.the leukoreduction filter was tested for flow rate and air leaks. A flow rate of 0 ml/minwas noted as normal saline did not flow at all and it was confirmed there were no air leaks.the manufacturing records, test records, and inspection records were reviewed forabnormalities and none were found.the records regarding the particulate removal rates of the filter membranes were reviewed. Allmembranes conformed to established specification.shipping testing was performed on the reserve samples from the reported lot number. Thereserve samples were also visually examined and the solution volume and solution compositionwere tested with no abnormalities noted.all product conformed to the establishedspecification.root cause: a definitive root cause for the observed elevated wbc count remainsundetermined at this time. Based on the available information, it cannot be ruled out that thehigher-than-expected wbc content in the whole blood product could be due to anocclusion,it was noticed that second through sixth filter membrane from the inflow side of thefilter were locally dyed dark with toluidine blue and normal saline did not flow at all.theinvestigation showed aggregation on second through fifth filter membranes.therefore ,occlusion may have occurred and blood may have been filtered by asmaller than usual filter area and the linear speed (flow rate per unit area)mayhave increased and leukocyte leakage may have occurred. As an increase of wbccontamination complaints were noted from previous lot number, further investigation wasperformed. Investigation results indicated that the cause of higher-than-expected wbccontent in the whole blood product was due to the maximum pore size of the filter membraneis likely to increase according to the combination of multiple parameters in manufacture ofleukoreduction filter membranes and wbc contamination is likely to occur frequently in theproduct lots of which the maximum pore size of the filter membrane has increased. Theinstructions for use provide a caution to not squeeze or apply pressure to the filter while it isattached to the bag containing the filtered blood and also to clamp the blood filled tubingbefore blood enters the filter in order to avoid leukocyte leakage.corrective action: an internal CAPA has been initiated to review the maximum pore size ofthe filter membrane and the likelihood of an increase according to the combination of themultiple parameters. In addition, the wbc contamination is likely to occur frequently in theproduct lots of which the maximum pore size of the filter membrane has increased. To achievea resolution, manufacturing specifications were updated to narrow the range of the parametersin the manufacture of filter membranes and it was confirmed that the appropriate level of themaximum pore size of the filter membrane was achieved.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. There was not a transfusion recipient or patient involved at the time of the unit processing, therefore no patient information is reasonably known at the time of the event. White blood cell (wbc) count is not available at this time. Donor unit #: (B)(4).